Event description:
Boston scientific received information that during a follow up visit, this atrial lead exhibited noise, a decrease in amplitude, and a slight decrease in impedance. A chest x-ray was performed which revealed a lead fracture at the clavicular level of the atrial lead. The device was reprogrammed to vvir configuration and the atrial lead remains implanted. The patient was to be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.